Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a target lesion in the anterior interventricular artery. Balloon dilatation was performed. The 2.5 x 28 mm xience alpine stent delivery system was advanced; however, due to the patient anatomy, the stent was damaged and broke upon contact with the vessel calcification. The stent was able to be removed with the stent delivery system. There was no adverse patient effect and no clinically significant delay. The procedure was aborted and will be rescheduled for another day. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stretched guide wire exit notch was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported stretched guide wire exit notch appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code- codes 1069 and 2976 - removed.

Event description:
Subsequent to the initial report, the device was returned. No damage was noted to the stent, but the guide wire exit notch was stretched. Additional information was obtained from the site, indicating that as the stent delivery system was advanced into the anatomy, the physician noted a notch in the guide wire exit notch. The device was removed and the decision was made not to re-insert the device. No additional information was provided.